Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to replicating noise, oversensing and pacing inhibition with no asystole while performing isometrics. No additional adverse patient effects were reported.